Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2019. The customer blood glucose level was 250 mg/dl at the time of incident and the current blood glucose level was 167 mg/dl. The customer was assisted with troubleshooting. The customer stated that the symptoms related to high blood glucose such as difficulty breathing, nausea, vomiting and abdominal pain. Customer stated that insulin pump battery died and after changing the battery it kept turning on and then turning off. Customer was unable to complete carelink upload. The device will be returned for the analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.